Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date (B)(6) 2015). It refers to an adult female consumer in united states who had essure inserted (fallopian tube occlusion insert ) in 2013. Consumer had essure inserted two years ago. She has suffered greatly and didn't realize essure was her problem until about 8 months ago. Her hair began to fall out, cycle were so bad there were days she couldn't work, the back and pelvic pain were so bad she couldn't function to take care of her family or work and she stayed totally exhausted. She had a laparoscopic hysterectomy in (B)(6) 2015 at the ago of (B)(6) to remove uterus, tubes and cervix. The physician ended up taking one ovary because of severe endometriosis. After surgery she has felt like a totally different person. Company causality comment: this non-medically confirmed and spontaneous case report refers to a (B)(6)-old female consumer who had essure (fallopian tube occlusion insert) and presented pelvic pain. This event is serious due medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, the consumer had pelvic and back pain among other non-serious events. Then, she had a laparoscopic hysterectomy at (B)(6) to remove uterus, tubes and cervix. Although endometriosis could be an alternative explanation por pain, given event's nature and implied temporal relationship, a contributory role of essure for the event cannot be totally excluded. Since an intervention was required, this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 11-sep-2015: ptc (product technical complaint) result received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed and spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) and presented pelvic pain. This event is serious due medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, the consumer had pelvic and back pain among other non-serious events. Then, she had a laparoscopic hysterectomy at (B)(6) to remove uterus, tubes and cervix. Although endometriosis could be an alternative explanation por pain, given event's nature and implied temporal relationship, a contributory role of essure for the event cannot be totally excluded. Since an intervention was required, this case is regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.